Event description:
A healthcare facility in south korea reported that the connector of an rt380 adult dual-heated evaqua2 breathing circuit was found defective prior to patient use. The healthcare facility later identified that the grommets in the chamber end probe port was missing. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The subject rt380 adult dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected. Results: visual inspection of the returned circuit confirmed that the grommet of the rt380 breathing circuit was missing from the elbow connector. Conclusion: the grommet was confirmed to be missing due to assembly error. All rt380 adult evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in south korea reported that the connector of an rt380 adult dual-heated evaqua2 breathing circuit was found defective prior to patient use. The healthcare facility later identified that the grommet in the chamber end probe port was missing there was no patient involvement reported.